Event description:
It was reported that left hip revision surgery was performed due to severe pain, failed hip resurfacing, elevated cobalt and chromium, stiffness, loss of mobility and metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head, was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup. Similar complaints have been identified for the bhr head and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although it was reported that the patient had increased metal ions, no units of measure were given nor was a laboratory report provided. The reported increased metal ions along with the intraoperative findings of dark grey fluid, tissue necrosis and anteverted position of the cup may be consistent with findings associated with metallosis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components. However, the root cause of the reported metallosis and elevated metal ion levels cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. In addition, the changes in position of the cup could accelerate wear and lead to metal debris and result in metallosis as well. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant versus variation of the initial implant orientation. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to severe pain, failed hip resurfacing, elevated cobalt and chromium, stiffness, loss of mobility and metallosis. When revising the left hip, a lot of dark gray fluid came out from the joint and was sent for culture. Pathology report indicated the presence of a periprosthetic joint infection, which was treated with ertapenem injections.